Event description:
It was reported that the device continually beeps has 4 triangles on left side along with a # 46510-537569-100-0-3328-0. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 1/22/2025 h6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be replicated. The cause of the reported issue was a defective pwa board. The reported issue was resolved by replacing the pwa board. Upon further investigation, the downstream occlusion (dso) and upstream occlusion (uso) seals were found to be delaminated. The seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.